Event description:
Micro-mega has been informed about an adverse event. During an endodontic treatment (pulpectomy), the blade of the rotary instrument has been aspirated inside the root canal. The plastic shank and the blade have been separated. The dentist has not been able to remove the blade of the teeth and the teeth has been extracted. This event happened in (B)(6).